Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. An alert for automatic threshold detected a greater than programmed amplitude or suspended was observed. Technical services (ts) discussed troubleshootlng options including in clinic rv lead testing. This lead remains in servlce at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).